Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 12/14/2015, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's father described the skin reaction as red, dry and bumpy skin. Patient's father treats the affected area with cortisone cream, prescribed by physician the week of (B)(6) 2015. At the time of contact, patient's father reported current condition of patient as doing "fine". Patient is using prescription as needed for skin reaction. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen).